Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 87 pulses and was subsequently deactivated. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The exact cause of the reported needle mechanism failure event could not be determined.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The patient mentioned that the cannula initially did not deploy, he decided to remove the pod but was unable to deactivate the pod. The cannula later deployed after it was deactivated. No impact to the patient's glucose level was reported. The pod was not worn. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone15.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.